Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller and charger weren't working. Pt stated that they had an extra charger and that the extra charger worked to charge the controller, however when they would connect the recharger (rtm) to the controller, the controller would go blank. Pt confirmed that there was no apparent damage to the rtm and that the rtm wasn't getting hot while trying to recharge the ins. Pt stated that the rtm was new or refurbished as it was just replaced maybe a couple months ago; patient services(pss) was reviewing replacing the rtm with the pt when pt stated that the controller and charger needed to be replaced. Pt stated that the last time pss did this it took over a week for them to get it and they had been without the stimulation for the last two days now and they didn't want to go any longer. Pt confirmed that the controller was only going blank when the rtm was connected to the controller. Pss asked the pt if the controller was going blank as soon as they disconnected the power supply cord; pt initially said yes, however pt then stated that the controller was taking a charge and that the controller battery was showing at 100% once the power supply was disconnected. Pt confirmed that the controller remained powered on once the power supply was disconnected and that the controller was only going blank when the rtm was connected. Pss was unable to send an e-mail to repair to request that the rtm be replaced as the pt didn't have the rtm present to provide the serial number. Pt provided the delivery address. Information was received from a patient (pt) regarding an external device. The reason for call was pt reported for the past couple weeks their controller has been unresponsive and won't power on at all. Patient services (ps) instructed pt to remove the battery pack from the controller and connect the controller to the ac power cord. After doing so, pt confirmed the controller did not power on. Pt commented that they were recently sent a replacement ac power cord and recharger cord. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 controller, serial number (B)(6), revealed a broken/damage unit lcd and main pcb. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.